Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient needing circulatory mechanical support. It was reported that while the patient was on impella cp support, the patient had ventricular fibrillation (vf) episodes.